Event description:
It was reported that a patient spent six days in the hospital on IV steroids after she was implanted on (B)(6) 2013. It was reported that the patient had "inflammation" on their left side. It was noted that the patient took steroids for two days after she left the hospital. It was reported that the patient was a diabetic and her blood sugar rose to "250" during the time she was on steroids. It was reported that the patient still had inflammation and pain. It was noted that when the implantable neurostimulator (ins) was turned on, only the left side was working due to inflammation. It was noted that the patient has had 41 surgeries. It was also noted that the patient had "thoracic" surgery in (B)(6) 1998 and colon surgery in 2011.

Event description:
Additional information was received. The patient reported she had met with the manufacturer representative and that her concerns had been resolved.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. Additional information received reported that there was no specific issue determined for the recharging issue. Only reprogramming was done to capture appropriate stimulation, no other actions were taken.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).